Event description:
A review of service data detected a reportable event. During servicing of battery pack , which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was water within the battery pack. The root cause of the water is not known, but is probably due to the patient submersing the battery pack in water. The battery pack was scrapped. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.